Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the device's the blower is dusty and also has no evidence of having a 30k pm done, replaced the blower, stirring fan and retaining ring. The front, rear and handle are all cracked and the porting block has a chipped port (still operational, no impact on therapy). Also replaced the keypad for cosmetic damage due to 2 of the buttons being faded (still operates as well). Software version upgraded to the latest revision and passed final repair test, used known good battery for test.